Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer was speaking to someone regarding her pump not being able to hold charge and they were unable to trouble shoot. Customer stated that battery icon would show green, but she'll get replace battery now alarm. It occurred twice on monday and sunday; as well as today. Her blood sugar was 102 mg/dl when she woke up. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, there were not unattended alarms. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.